Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tka was revised due to pain and instability. Patient required revision of the femoral component. The femoral component was easy to explant and showed no signs of ingrowth despite being press fit. Significant laxity was observed in the joint.